Event description:
A peritoneal dialysis patient reported that dialysis solution was leaked out of the stay safe connector. The solution did not leak into the cycler. Patient had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.